Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was sensing ventricular activity due to dislodgement. The patient was not feeling well and experienced a lack of energy. During the procedure to reposition the lead, it dislodged a second time but was ultimately able to be positioned in a desirable location. No patient complications have been reported as a result of this event.